Event description:
The lay user/pt contacted lfs in 2009, alleging inaccurate high readings on their one touch ultra mini meter. A medical surveillance specialist (mss) spoke to the pt the following month and obtained the following info: the pt first noticed the high readings two weeks ago. The pt mentioned that he took an increased dosage of insulin based on his meter results and a few hrs later developed low symptoms of feeling light headed and dizzy. The pt self-treated with food and was not tested on another device and did not contact his physician. The pt does not recall what that reading at the time of the event and does not recall how much insulin he took. He claims he took the insulin based on a sliding scale. Two days before pt contacted lfs, the pt tested on his lfs meter and obtained a 163 mg/dl and less than 10 minutes later obtained a 118 mg/dl in the lab. The pt did not receive any medical treatment at the physician's office. Between the tests there was no intervention that would be expected to change the blood glucose. The meter to lab comparison results exceeds lfs criteria for accuracy. The test strips were not expired and were in good condition. The test strip vial was not cracked or broken and the test strips had not been opened longer than the exp date. Products were replaced. The complaint is being reported because, the pt alleged that due to the elevated reading, he took and increased dosage of insulin and few hrs later developed symptoms suggestive of hypoglycemia and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.